Manufacturer narrative:
Concomitant products: 100ml baxter bag ndc (B)(4), lot y002535, exp oct 2017, brevibloc double strength premix injection and 20ml bd syringe esmolol; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the filter of an IV set during an esmolol infusion, dosage and rate not provided. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Functional testing revealed leaking near the attachment site between the filter and the edge of the exit tubing, rather than flowing through it. Examination under magnification showed the fluid travelling around the outsides of the tubing; there was no discernible damage to the filter or tubing. The root cause of the leak was not determined.